Event description:
Clinical study. Same case as MFR report #: 2134265-2008-04790. It was reported that 1666 days following a coronary artery stenting treatment procedure that the pt expired. The index procedure treated the de novo 95% stenosed 3.5x14mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation and the placement of two taxus express2 drug eluting stents (3.5x16mm, 4.0x8mm) resulting in 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. At 1643 days post the index procedure, the pt was admitted from a convalescent center with pulmonary embolism, prostate cancer and hematuria. The pulmonary embolism was treated with an inferior vena cava filter. The pt also underwent bilateral orchiectomy due to prostate cancer and then 1650 days post the index procedure was transferred back to the convalescent center. At 1666 days post the index procedure, the pt died in the convalescent center. The cause of death is unk. No autopsy was performed. The relation between the event and the device is study stent / procedure indistinguishable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complications."